Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient's device turned off. She was able to turn it back on. The patient was not able to feel stimulation after increasing it. She was at home. Further information has been requested.

Manufacturer narrative:
(B) (4).